Manufacturer narrative:
The customer biomed stated that they weren't sure if the monitor was picking up spo2 throughout the day. When checking on a pulse oximetry (ox) reading from (B)(6) 2025 from 1400-1930 only one reading. As per the nurse, the pulse ox cable and pulse ox sensor were changed, the monitor was restarted (turned off and turned on back on) and the device started to read after 19:30. The rapid response was called at 19:30 due to saturations of 84% and respiratory distress. The patient was placed on 100% high flow oxygen per the rapid response team intervention but did not require a transfer to a higher level of care. The biomed confirmed that in-house testing on the monitor was completed and the device passed all of the normal preventative maintenance (pm) tests. The sp02 was working as expected. A philips field service engineer (fse) visited the site to evaluate the issue. The fse stated that after retrieving and reviewing the device logs the monitor alarmed numerous times and behaved normally throughout the timeframe of the alleged event. It was also noted that there were "leads off" alarms throughout the same timeframe. The fse reviewed the alarms in the specified timeframe with the biomed.) The technical investigation along with the onsite fse review of the logs confirmed that the device was alarming for spo2 events throughout the timeframe provided, the device was functioning as designed. Based on this information, it does not appear as if there was a device malfunction which caused or contributed to the reported desaturation. Alarm management, clinical workflow, or other use issues may have been factors; however, the cause cannot be conclusively determined.

Event description:
It was reported the sp02 measurement was not working between two time periods, and the patient was harmed, which required intervention. The customer requested assistance reviewing the clinical audit logs. The patient's spo2 dropped to 84% and the patient went into respiratory distress, a code was called and the patient survived. The field service engineer pulled the clinical audit logs and performed a review. The review revealed numerous alarms during the event timeframe with no device anomalies noted. The biomed verified the sp02 measurement was working properly. No other clinical information or medical intervention was reported. It was reported the nurse called the rapid response team. The patient harm was just the rapid response team called due to respiratory distress with saturation of 84% and no permanent harm. Information indicated the patient was placed on 100% high flow oxygen per the rapid response team intervention but did not require a transfer to a higher level of care. It remains unknown whether the device caused or contributed to the reported issue of inability to measure spo2. It was indicated the user did not know if the patient removed the spo2 sensor or if another issue had occurred. The technical investigation along with the onsite fse review of the logs revealed the monitor alarmed multiple times and was functioning as expected during the event timeframe. It was also noted there were 'leads off' alarms throughout the same timeframe.